Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in damaged condition and damaged housing. The device was powered up and alarmed ec1210 which is a corruption of the memory of the circuit board. It's recommended to replace circuit board.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy plus pump gave pump alarming for "error code 1710". The reported event occurred during testing. There was no patient involvement during the reported event.